Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The suture and anchors were returned detached from the device. The suture knot has not been tightened. The deployment needle is in the t2 pre-deployment position. The anchors, device, and suture show no signs of damage. A functional evaluation revealed the device functions as expected. The anchors have been removed from the device so deployment of anchors could not be tested. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during procedure, after deploy t1 of the fast-fix the t2 deploy prematurely. It is unknown if there was a delay or back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.